Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt was wondering if their device was eligible for an upgrade since they were having to charge the ins more and more often. Pt said they were just at the hcp today and the hcp did not know who the rep was to further assist the pt. Pss sent email to reps for further assistance. No symptoms reported. It was reported the ins was replaced in 2022.